Manufacturer narrative:
Device was not returned.

Event description:
Information received from nursecomm call. Caller states that the pump is not delivering formula during practice run with water and is not alarming either. Caller also states that the pump is priming fine, she can hear the motor is running and then it will stop.